Event description:
Ten year after receiving their device, this pt began to experience discomfort. Their health care professional suspected that the cochlear implant had malfunctioned and elected to explant and replace the device.